Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly dislodged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Expiry date: 06/2025. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during an angioplasty procedure, the balloon markers were allegedly dislodged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, an x-ray picture was taken of the balloon showing the marker bands ranging from a distance of 30mm. During functional evaluation, the balloon was cut in order to see the condition of the marker bands. The measurements were 6.0 and 9.0cm from the distal tip. No anomalies were noted to both bands. No other functional testing was performed. One fluoroscopic image was provided and reviewed. The image centered around the left pelvis was assessed. A stent with an inflated angioplasty balloon was visualized. It appeared that the balloon was dislodged from its delivery catheter. Therefore, the investigation is confirmed for the reported marker bands dislodgement as the marker bands were outside of the specification mentioned in the design and development document. Additionally, the provided fluoroscopic image confirms the dislodgement. A definitive root cause for the reported marker bands dislodgement could not be determined based upon the provided information. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.